Event description:
On 15th march 2024, rayner received notification from a us healthare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that the patent's visual outcome was too myopic and as a result the lens was explanted.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient's refractive outcome post-operatively was too myopic. The patient underwent an additional surgical procedure to have the lens explanted. "Iol replacement or extraction" and "deviation from target refraction" are listed in the "adverse events" section of the rayone IFU. Surgical outcomes can be influenced by many factors including but not limited to; incorrect product selection, aniseikonia combined with unsuitable lens power selection and wrong lens power caused by incorrect biometry readings/calculations, toric axis misalignment, posterior synechiae, irregular capsular bag contraction, residual ovd in capsular bag (cbds), lens does not fit anatomy of eye, prior lasik surgery, incorrect cylinder power selection by surgeon, decentration, tilt or rotation of the iol and surgically induced corneal changes. Our review of production records for the rayone emv rao200e batch 022185727 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distirbution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 022185727. There is insufficient information and evidence available to determine the cause of the myopic outcome in this case; however, there is no evidence or information to suggest a device-related cause for the event.